Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred and the user was unable to clear the alarm. There was no reported impact to the customer¿s blood glucose level. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.